Manufacturer narrative:
Additional information concerning this event will be requested from the field. This report will be updated once information is received.

Event description:
Boston scientific received information that this pacemaker was exhibiting abnormal longevity estimates and was causing the field to be concerned about its true battery status. The patient will come in for a check-up. For now, no changes have been made and the pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field indicating that the battery status is less than one year remaining. There appears to be fluctuations in the pacing impedance measurements from 360 to 470 ohms as well. Again, no intervention has been performed at this time and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This patient will be brought back in at a later time for a reassessment. For now, they will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.